Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a rotator cuff repair procedure, a vapr tripolar 90 suction electrode device was used. According to the report, the ablation did not stop when the button was released by the surgeon while removing soft tissue. It was reported that they pulled the plug on the electrode then reinserted it but the ablation started again without pushing any button. It was reported that they turned off the generator this time; and pulled the plug again but the ablation kept going again even when the button was released. Another like device was used to complete the procedure with a delay of five minutes. There was patient involvement. There were no adverse consequences to the patient. The exact date of the event was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary the device was received and evaluated. Visual inspection revealed that the electrode was in normal use condition. The cable was in good condition as well as the connector and pins. The suction tube showed saline residues. The active tip showed signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. Manufacturer evaluation result for vapr tripolar 90 suction elect: the tip was in a used condition. Handle assembly was in good condition. Cable and plug assembly were in good condition. Saline residues were visible in suction tube. Electrical checks: the device passed all parameters. Functional checks were performed and the device passed all functional checks. The rubber switch boot was removed to allow inspection of the switches. Sw6 was visually different to the others, with a deterioration of the surface around the switch. The customer stated that 'the button got stuck and stayed on continuously. The plug was then pulled out and re-inserted with exactly the same result'. Visual inspection recorded that there was saline residue around the proximal edge of the rubber switch boot. No other points of interest were noted. The device successfully passed all the electrical and functional tests without issue, with all buttons functioning as expected. Removal of the rubber switch boot revealed that switch sw6 was visually different to the others, with a deterioration of the surface around the switch. From our investigation we were unable to confirm the customer reported functional problem that the complaint device button got stuck and stayed on continuously. Testing showed the returned device was immediately recognized and found to pass electrical testing and functional testing. Activation was found to be consistent with all buttons functioning as expected. Visual observation did reveal possible saline residue on around sw6 which could potentially have entered through the switch boot however this did not impact the performance of the device. The returned complaint device was found to meet the manufacturers specification and perform as expected; therefore, no further investigation is possible regarding the returned complaint device. Conclusion: no fault found - the root cause of the customer reported issue could not be determined. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. A manufacturing record evaluation was performed for the finished device u2404042 number, and no non-conformances were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.